Event description:
A distributor in another country, reported that the wrong connector was supplied with an rt226 infant breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The product referred in this complaint is not sold in the USA but it is similar to a product which is sold in the USA. The device is en route to the MFR for inspection. We have an open CAPA item to address such complaints and to put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the past year of 0.0026%.